Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's mother stated customer's condition had improved and that he did not currently have any diabetic symptoms. Customer's mother stated that her son ate a lot of sugar and that causes his blood sugar to go high. No medical attention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. School nurse had performed a blood glucose test on the customer and had obtained hi. School nurse said customer normally runs high but that today the true metrix only shows hi. At the time of the call the customer reported feeling ill and was nauseous. Medical attention was not needed at the time of the call. School nurse was going to contact customer's mother. A follow-up call was made to school nurse on (B)(6) 2019 to obtain further information. School nurse provided test strip lot number (mv2863) and stated they have been opened for two months. The customer's expected fasting blood glucose test result range is 250 - 270 mg/dl. School nurse provided the last five results from the truemetrix meter memory: (B)(6). School nurse had stated that all these results should be fasting, but she is not sure if the customer had possibly eaten something between these times.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer on 2/5/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's mother stated customer's condition had improved and that he did not currently have any diabetic symptoms. Customer's mother stated that her son ate a lot of sugar and that causes his blood sugar to go high. No medical attention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. School nurse had performed a blood glucose test on the customer and had obtained hi. School nurse said customer normally runs high but that today the truemetrix only shows hi. At the time of the call the customer reported feeling ill and was nauseous. Medical attention was not needed at the time of the call. School nurse was going to contact customer's mother. A follow-up call was made to school nurse on 02/08/2019 to obtain further information. School nurse provided test strip lot number(mv2863) and stated they have been opened for two months. The customer's expected fasting blood glucose test result range is 250 - 270 mg/dl. School nurse provided the last five results from the truemetrix meter memory: on (B)(6) 2019, 8:56am 344mg/dl fasting, on (B)(6) 2019,12:15pm mg/dl 532fasting, on (B)(6) 2019,12:16pm 550mg/dl fasting, on (B)(6) 2019,12:15pm hi fasting, on (B)(6) 2019, 3:02pm 476mg/dl. School nurse had stated that all these results should be fasting, but she is not sure if the customer had possibly eaten something between these times.